Event description:
It was reported that the customer's insulin pump was pushed into a pool and began to vibrate in the absence of an alarm or an alert. The customer's blood glucose was 170 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump had moisture damage on the electronic assembly. However, no vibrating anomaly was noted. The insulin pump had minor scratches on the display window, cracked display window corners, cracked battery tube threads, and a cracked reservoir tube lip. Moisture damage was noted on the keypad traces.